Event description:
The distributor reported that during a patient procedure their raptor grasping device would not close. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.